Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device failed the cutter insertion, was cosmetically unacceptable and the color ring also failed. During service/repair, it was determined that the cutter device could not be inserted due to a broken and corroded bearing. It was determined that the issues were consistent with normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device was warming up and the burr devices were difficult to remove and replace. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.